Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain and believed that the right ventricular lead was defective. The lead was explanted on (B)(6) 2018. No further information was reported.

Event description:
New information states that the lead exhibited noise. The patient was in a stable condition post procedure.

Event description:
Related manufacturer reference number: 2017865-2019-05196.